Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/21/2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the thigh. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.